Manufacturer narrative:
Visual inspections were performed on the returned device. The reported unspecified failure mode was observed as the suture failing to capture the artery. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Although a specific failure mode was not provided, the returned device conditions indicates the suture was pulled out of the vessel due to friable artery. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The three (3) additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a femoral vein (multiple access sites) was attempted with four proglide device using the pre-close technique via a 9f and 11f sheath prior to an atrial fib ablation interventional procedure. Reportedly, the four devices did not deploy as intended. The sutures of new proglide devices were successfully pre-placed. The 11f sheath was upsized to a 15f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.